Manufacturer narrative:
The reagent lot number was 870410. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable ldl-cholesterol gen.3 results from the cobas pure c 303 analytical unit. The initial result was 0.423 mmol/l. The physician noted this result was not consistent with the patient's cholesterol, triglycerides, and hdl values. The physician requested a repeat test. The repeat results were 5.82 mmol/l and 5.76 mmol/l.

Manufacturer narrative:
The field service engineer replaced the sample syringe assembly, rinse tube assembly, and nipple assembly. He adjusted the main pump and gear pump pressures, verified the rinse water levels and probe alignments, and cleaned the vacuum valves. He performed a successful sample compression test, followed by calibration and qc for all parameters. The customer confirmed the system was functioning correctly without further discrepancies. The investigaiton determiend that the service actions resolved the issue.